Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that: "we had a problem during an intervention." On 08/09/2021 the customer added that: "during a surgery using the "femur nail" ancillary, the locking bit broke off in the bone during distal locking. The broken drill bit was removed without difficulty. No clinical consequences to date."